Manufacturer narrative:
The device has not been received by the manufacturer. Upon receipt and evaluation a supplemental report will be submitted. This is being submitted as an adverse event based on the following rationale. Had the needle broken off into the patient, intervention would have been required to remove the needle.

Event description:
Per the information provided, the patient had not been prepped for surgery. The failure occurred during set up of the device. The microtip was primed and after the needle cap was removed the needle fell out.

Manufacturer narrative:
Corrected data: the catalog number was corrected. The device is labeled for single use. The microtip was returned for evaluation. Initially the reported damage was not confirmed based upon the visual inspection; however slight manipulation of the needle broke it free from the sheath. Rust/ corrosion from the return process had caused the broken needle to become stuck. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue, as is consistent with the report that the device had not been used. The cause of the failure was determined to be a material defect. This is being submitted as an adverse event based on the following rationale. Had the needle broken off into the patient, intervention would have been required to remove the needle.

Event description:
Per the information provided, the patient had not been prepped for surgery. The failure occurred during set up of the device. The microtip was primed and after the needle cap was removed the needle fell out.